Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that capture was confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission was sent and there was a high threshold measurement on the right ventricular (rv) lead. It was also unable to be determined if there was capture. The lead remains in use. No patient complications have been reported as a result of this event.